Event description:
Deployed vena cava filter without incident in 2007; however, when the physician attempted to remove the deployment system the hook became lodged in the pt's vena cava. Physician indicated that when he separated the filter from the delivery system, the catheter was close to the vena cava wall. He kept the button mechanism released for some time while filter placement was confirmed. Upon attempt to remove catheter from pt, pt experienced pain. They were able to dislodge the hook and remove the entire deployment system. Pt taken for CT scan to verify that they were unharmed. Pt was doing fine as of one week later. Physician felt in retrospect that the prolonged depression of the release button allowed for the incident to occur.

Manufacturer narrative:
Evaluation: this event is still under investigation.